Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture and high thresholds. Technical services (ts) reviewed the data and discussed that the right ventricular automatic threshold (rvat) test and r waves drastically fluctuated and have dropped since implant. Ts suspected a micro dislodgement, however, it has not been confirmed at this time. Ts recommended a chest x ray to confirm lead location and integrity. The rv lead was explanted and replaced. No additional adverse patient effects were reported. Additional information was received. A chest x ray was performed, and it was confirmed the rv lead was not dislodged. The physician didn't trust the position of the lead due to high thresholds; therefore, the lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture and high thresholds. Technical services (ts) reviewed the data and discussed that the right ventricular automatic threshold (rvat) test and r waves drastically fluctuated and have dropped since implant. Ts suspected a micro dislodgement, however, it has not been confirmed at this time. Ts recommended a chest x ray to confirm lead location and integrity. The rv lead was explanted and replaced. No additional adverse patient effects were reported. Additional information was received. A chest x ray was performed, and it was confirmed the rv lead was not dislodged. The physician didn't trust the position of the lead due to high thresholds; therefore, the lead was replaced. No additional adverse patient effects were reported.